Manufacturer narrative:
(B)(4). Uci not available as the customer was unsure of the lot#.

Event description:
It was reported that: "the device has a broken laryngoscope blade and light source. The issue was identified prior to use".

Event description:
It was reported that: "the device has a broken laryngoscope blade and light source. The issue was identified prior to use".

Manufacturer narrative:
(B)(4). The customer returned one rusch MRI miller 3 blade from the 005852300 rusch MRI set. Visual examination did not reveal any obvious defects or anomalies. The device appeared typical. The returned blade was functionally inspected per IFU which states, "attach blade to handle. Click in place. To switch on, pull blade up. To switch off, move blade down." The blade was attached to a known good rusch dispoled lab inventory handle. To switch on, the blade was pulled up and the blade was able to properly illuminate. The device history record of the lot# of the returned sample (lot#23102801057) was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The IFU provided with this kit states, "laryngoscope handles and blades: check battery pack is inserted correctly into the handle. Attach blade to handle. Click in place. To switch on, pull blade up. To switch off, move blade down. Return to off position after use. Cumulative battery lifespan: approx. 30 min." The IFU also states, "rusch fiberclip replacement: use only an original rusch MRI fiberclip. To remove the rusch fiberclip, disengage laryngoscope blade then push ruschfiberclip outwards (1a). To reassemble, place tip of rusch fiberclip into the opening then press the base into the recess (1b). Perform pre-use checks." The complaint cannot be confirmed. Functional testing confirmed that the blade was able to properly illuminate with multiple lab inventory handles attached. No issues were identified with the light function of the blade. A device history record review was performed with no relevant findings identified. Therefore, the complaint cannot be confirmed as there was no fault found with the device. Teleflex will continue to monitor and trend on complaints of this nature.